Event description:
The complainant reported that a patient was being implanted with an impella cp for mechanical circulatory support and experienced limb ischemia that led to explantation of the device. The patient presented to the hospital with complaints of indigestion that had been occurring for the past week, and pain that started radiating down his back and arm that morning. The patient was then transferred to the complainant hospital and was found to be in st elevation myocardial infarction. An impella cp was placed via the right femoral artery to support the patient during a percutaneous coronary intervention (pci). Following the pci, the impella cp was explanted due to lack of distal flow past the impella access site. Additionally, it was noted that the patient had a pseudoaneurysm. The patient was then transferred back to the intensive care unit, where the patient decompensated during the afternoon. The decision was made to bring the patient to the operating room and attempt to implant an impella 5.5. During the implant of the impella 5.5 via the right axillary artery, the device would not pass through the patient¿s anatomy. The medical team decided to abort the impella 5.5 implant and implant an impella cp instead. The impella cp was implanted via the right axillary artery, and support was initiated without complications. After impella cp support was initiated, the patient was evaluated for an impella rp flex. The decision was made to implant an impella rp flex. The impella rp flex was implanted via the right jugular vein. On support day two with impella cp and impella rp flex, it was noted that the patient had a hematoma under the right armpit area of the impella cp access site. The site was dry and intact, and the hematoma was monitored. The patient's outcome at the time of explant of the impella cp and impella rp flex was expired. This complaint involves four impella devices: pump 1: impella cp, with serial number (B)(6), pump 2: impella 5.5, with serial number (B)(6), pump 3: impella cp, with serial number (B)(6), pump 4: no malfunctions or adverse events were reported or observed for the impella rp flex, with serial number (B)(6). This report specifically addresses pump 1: impella cp, with serial number (B)(6). Separate reports will be submitted for the other devices associated with this complaint with reportable events.

Manufacturer narrative:
B5 is being corrected to include all relevant information that was not included in the initial report. The revised b5 provides a complete event narrative. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Related medical device reports: this impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report numbers as noted in section h10 for the medical device report on the other devices. Investigation summary: ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1977159. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review and to add related report number for the impella rp flex. Medical safety / clinical review. Medical safety/clinical reviewed the event. 51-year-old male presented to the hospital with indigestion x1 week and pain that started radiating down back and arms this am. Patient in cardiogenic shock from an ami (starting stage d). An impella cp was placed for mechanical circulatory support (mcs). Approximately 3.5 hours into the support, the patient experienced limb ischemia (lost distal flow) down the leg. The patient also had a pseudoaneurysm. As a result, the impella cp pump 1 was explanted and replaced. The physician opted to implant an impella 5.5 pump 2; however, this device could not advance. The physician went back to an impella cp pump 3 from the impella 5.5 insertion site, and this device (pump 3) was implanted. The physician implanted a fourth pump, impella rp flex, for bipella support. Approximately one day later, a hematoma was noted from the impella cp pump 3 site. However, no intervention was required and the patient was stable. Five days later on (B)(6) 2025, the patient, stable, required increased levophed. Urinary output was minimal. The following day, the patient expired on support. In this case, patient underlying condition likely contributed most to an outcome of death (cardiogenic shock stage d). The patient was on bipella support and although a hematoma was experienced around the impella cp access site no intervention was rendered. There was no report of adverse event or malfunction with the impella rp flex. However, conservatively, the death will be reported on both the impella cp pump 3 and impella rp flex pump 4 as these devices were in use at the time of expiration and no alternative cause as the likely cause for the demise outcome is known. The event story involves four product complaints: impella cp pump 1 - MDR 1220648-2025-49051: serious injury. Impella 5.5 pump 2 - MDR 1220648-2025-49075: malfunction. Impella cp pump 3 - MDR 1220648-2025-49229: death. Impella rp flex pump 4 - MDR 1220648-2026-02153: death. Related medical device reports: this impella cp device report is one of four devices associated with the event. Related manufacturer report number for pump 2 and pump 3 were previously reported in section h10. Following internal review, a new complaint and MDR have been generated for pump 4 (impella rp flex). Refer to section h10 for the medical device report related to the impella rp flex.

Event description:
The user facility reported that a 51 yr old male was implanted with impella cp for support during a high risk cardiac procedure. It was reported that the patient had ischemia that didnt have any flow distal to impella. The impella was explanted due to no flow past impella sheath. Patient expired in cath lab.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.